Event description:
The customer initially reported that the display on their device was blank. Upon an evaluation of the device by physio-control, it was observed that the device had its service indicator illuminated and also did not have the ability to perform any functions. The device would not have been available for defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the user interface system communication was lost. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.